Event description:
It was reported that the patient had been seen for the past 13 years by the same pain center. Since 2006/2007, the patient had been progressively worse. The hcp (healthcare provider) kept using the same formula in the pump and oral meds. It took 8 years for the hcp to take an MRI; the MRI was for a back condition and not for the pump. In (B)(6) 2013, an hcp "couldn't understand why she was still in pain" and changed the drug in the pump from morphine to dilaudid. In (B)(6) 2013, the same hcp asked the patient if she had ever had a pump test/dye study. A pump test was then done and they found that the catheter was wrapped around the pump; the hcp went in and unwrapped it and moved the pump from the patient¿s right side under her ribs to her stomach. The patient was still in pain, couldn¿t walk, and her legs went out from under her. The patient was looking for a new pump managing physician. The pump was currently delivering dilaudid, fentanyl, and clonidine. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported that the pump study was just performed by a new healthcare provider (hcp) and the patient was to inquire on the results ((B)(4)-2014). During the study, part of the catheter was clear (illuminated) and half of it was black (dark, no lamination). It was also determined that she had very little spinal fluid in her back. The patient was to have the pump replaced. The patient still had to take oral medication and had a lot of problems with the pump. The patient had been telling her hcps and her pain was not being managed. The patient complained of a worsening of pain over the past 5-6 years. The patient inquired on how many pump studies were needed to maintain the pump. The patient currently did not have a managing hcp currently.

Event description:
Additional information reported that the current physician was not regulating the patient's pain and "they are killing me." It was noted that the patient saw a registered nurse (rn) for refills. Patient is still looking for another physician to manage their pump.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory.